Manufacturer narrative:
Combination product: yes.

Event description:
Oversensing and pacing impedance values < 200 ohm were reported. A lead revision was attempted but due to subclavian vein occlusion it was not successful. The lead was reconnected to a new ICD with deactivated tachy therapies. The center is evaluating an implantation on the other side.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 9th of july 2024 and 5th of march 2025 recorded an initial pacing impedance of 500 ohms with a decrease to 400 ohms in october 2024 with several sudden drops to 200 ohms until the end of the recordings. Furthermore, an initial shock impedance of 75 ohms was recorded with a slight gradual decrease to 65 ohms. No iegm episodes were available for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.